Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a difference between sensor glucose and blood glucose values and calibration not accepted alert, change sensor alert and sensor updating alert. The customer also reported small blood visible on the sensor. The event involved product(s) mmt-7040b. Troubleshooting was performed and the blood glucose value was 235 mg/dl and the sensor glucose value was 90 mg/dl. The difference between the sensor glucose and blood glucose values was not within the range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. No further patient complications were reported. No product return was required for mmt-7040b.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the change sensor/bad sensor issue. Change sensor due to loss of signal. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Sensor product performed as expected within the specification. Error in bg reference measurement was a result of user input error. Therefore, this issue could not be confirmed as a manufacturing related error and it is unlikely that the sensor contributed to the event. Sensor carelink additional investigation was performed for the sensor updating/sg not available issue. Sensor performing as expected. It is unlikely that the sensor contributed to the event. Sensor carelink additional investigation was performed for the cal error/ calibration not accepted issue. Calibration not accepted because bg was entered during the sensor updating period when no sg value is displayed. In order for calibration to be successful, user needs to enter bg when sg is available. It is unlikely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.